Manufacturer narrative:
The technician found the scale was reading a negative weight; scale was zeroed with a pt in the bed, user error. The technician zeroed the bed to resolve the issue.

Event description:
The account alleged the pt position module is not functioning. No pt impact.